Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the delivered boluses were not showing up in the history and they did not add up in the tdd. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/11/2013 with the following findings: the last bolus delivery is recorded in the bolus history on (B)(6) 2013, no canceled boluses are observed. No activity outside of normal use is observed in the black box. The pump powers on and displays verify screen. The unit passed ¿ez-prime¿ steps and exercised for 24 hours, no alarms occurred during the duration test. Several boluses were performed during the test using advanced bolus function. All the boluses were successfully delivered, and history recorded accurate bolus info at the correct time and order. The keypad is undamaged and fully responsive. The return battery cap has stripped threads and it was unable to fit and to maintain electrical connection, reboots were duplicated. A test battery cap was used and it was able to fit securely and to maintain electrical connection.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.